Manufacturer narrative:
The subject EU-me2 was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject EU-me2. Omsc checked the device history record of the subject EU-me2, there was no irregularity found. As additional information from olympus keymed, omsc was informed that the field service engineer checked the cv-290 which was used in combination with the subject EU-me2, and the cv-290 was set incorrectly regarding EU-me2. Therefore, omsc consider that this phenomenon is attributed to the mishandling by the user. The cv-290 and EU-me2 instruction manual states the appropriate handling and the counter measures against abnormalities. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject EU-me2 was not returned to olympus medical systems corp. (Omsc). The user will not return the subject EU-me2. The EU-me2 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject EU-me2 and the unspecified monitor in the unspecified procedure. During the procedure, the image displayed on the screen of the monitor was disappeared. The user canceled the procedure. There was no report of the patient's injury regarding this event.